Event description:
Our wholesaler (B)(6) insists on using bug yellow chemo bags as baggies to put an old medication in. This completely defeats the purpose and emphasis of a chemo bag. We have brought this to their attention no less than 5 times. We are hoping an organization of your stature might change their behavior. Thanks. Pt counseling provided: unk. Relevant material provided: image. (B)(4).